Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent adjust belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable connector was physically damaged. The white driven ground in the connector was open, causing the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open wire. The pt received a replacement electrode belt.